Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and verified that coefficient of variation was out of range. The cse calibrated the aspirate probes, verified reagent probe calibrations and calibrated the sample probe. The cse ran calibration for vitamin d, which was acceptable. During a follow-up visit, the cse replaced the vertical sensor board for the sample arm and adjusted the calibrations for the sample probe. The cse also adjusted the aspirate probes on the wash block. The customer ran calibration and quality controls, which were acceptable. The cause of the discordant, falsely elevated vitamin d results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on one patient sample upon initial and repeat testing on an advia centaur xp instrument. The discordant results were reported to the physician(s). After troubleshooting, the sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.